Event description:
Medtronic received information that a failure occurred with the closure device, proglide. This resulted in open vascular surgical repair of the right common femoral artery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).